Event description:
During index procedure one endeavor sprint rx drug-eluting stent was implanted to the mid lad. Pt was asymptomatic at 30 day and 6 month f/u. Approximately 11.5 months post index procedure the pt suffered an spontaneous gastro-intestinal bleed. It is reported that the event caused or extended existing hospitalization. It is unk if any intervention was performed. Pt was asymptomatic at 1 yr f/u. Investigator indicated the reported event was not related to the study stent.

Manufacturer narrative:
Eval code results: gi bleed.